Event description:
Philips received a remote alert that the host pc had a memory problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed as planned. Philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had memory problem. A review of the system logfiles found host pc memory issue. Upon troubleshooting actions, fse identified an issue with the host pc memory slot 1 on the mother board. Due to manufacturing issues, the disk bay and dimm may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.